Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: date of event - month and day ni, brand name ¿ ni, device code - ni, device info - ni, date implanted - month and day ni, date explanted - month and day ni, (B)(6), PMA/510(k) number ¿ ni, manufacture date ¿ ni. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00278 & 0001825034-2016-01680).

Event description:
Information was received based on review of a journal article titled, "fatal cardiomyopathy after revision total hip replacement for fracture of a ceramic liner" which aimed to examine the effects cobalt toxicity from a failed total hip replacement. A patient was identified in the article that underwent a revision procedure five years post-implantation due to a fractured liner caused by a patient fall. The femoral head and acetabular liner were removed and replaced.